Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG monitoring stress testing via the pads lead without duplicating the report. Review of the device logs did not see evidence of a device malfunction. The logs showed that the device recognized pads were connected to the device but did not show any "pads on" or "pads off" events to indicate that a valid patient impedance was recognized. There are a number of factors that exist outside of a device malfunction that can cause the device to not recognize a valid patient impedance that include, but are not limited to: a poor connection of the pads/adaptor/ multifunction cable to the device, a poor connection of the pads to the patient, or an issue with the pads/adaptor/ multifunction cable themselves. The device was recertified and returned to the customer. No trend is associated with reports of this type.